Event description:
Customer reported wells that should have been scored as positive were being interpreted as negative by echo using a capture extend ii panel. Cell 1 (c+c+) did not react with a sample containing anti-c.

Manufacturer narrative:
A technical support representative evaluated the instrument. The measured washer dispense accuracy and measure washer residual test were performed and met specifications. The customer had performed the probe alignment , probe vertical check, and visual washer residual volume and those had passed. Review of the camera report images shows optimal alignment. Repeated the result images through the image analysis program. All wells that were previously reported as negative by the echo, but perceived as positive by the customer had overall scores of 2 or less. The image analysis reported the correct results on these images as expected. Reactivity of the d and c antigens was confirmed on retention capture-r ready-ID extend ii, lot dn025.